Event description:
(B)(4) pudenz flushing valve 16mm with asd with integral connectors, medium pressure-during pre-implantation testing, they were found to be "too high" (no details on how high)," there was no pt involvement. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.